Event description:
Pump trainer called to report that customer was hospitalized for high bgs and dka. Instructed customer to change site and inject as per md. Troubleshooting performed and pump appeared to be functioning as designed.